Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The ¿liquid was coming from the cap¿. The leak was observed when the device was removed from the packaging; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 30, 2020 - november 1, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.